Manufacturer narrative:
Internal complaint number: tw# (B)(4). Autonumber: (B)(4). The device was returned to the factory for evaluation. Signs of clinical use with evidence of blood on the loading device were observed. The delivery device was returned inside the loading device. The blue slide lock was disengaged and the plunger was not pressed on the delivery device. The seal and tension spring assembly remained inside the loading device. The delivery device was removed from the loading device for inspection. The delivery tube was intact and no evidence of blood. The tension spring assembly & seal were then pulled out from the loading device for inspection. Microscopic inspection showed the seal to be intact with no cracks or delamination. The following measurements of the delivery tube were taken : the inner delivery tube diameter was measured at 0.199 inches. , the outer diameter was measured at 0.221 inches. The length of the delivery tube was measured at 2.505 inches. The values recorded were within the tolerance specifications. Based on the returned condition of the device and the results of the investigation, the reported failure mode "failure to deploy" was not confirmed. An attempt for deployment would only be possible after properly loading the seal. It was evident that the seal failed to load properly. In addition, while the blue lock was disengaged, the plunger remained un-pressed which means there was no attempt to deploy. The analyzed failure mode "fitting problem" was therefore confirmed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal stayed in tube while being removed from loader. A replacement device was used to complete the procedure. The hospital did not report any patient effects. This record is related to another complaint record with autonumber (B)(4).

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal, stayed in tube while being removed from loader. A replacement device was used to complete the procedure. The hospital did not report any patient effects.